Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, headache is a known risk associated with endovascular procedures and noted as such in the clinical experience summary for neurovascular microcatheters. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent assisted coil embolization of an un-ruptured aneurysm located in the left internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a mrs of 0. It was reported that one day post-procedure, the patient experienced headache. Medication was administered in order to treat the headache (650mg acetaminophen and 2 tablets of acetaminophen-codeine #3). The headache was resolved the same day without residual effects. According to the physician, the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils (subject device) and access devices. At the 2 month and 6 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having a nihhs and mrs of 0.

Manufacturer narrative:
This is the fifth of 5 records filed associated with this event. Subject device is not available.

Event description:
The patient underwent successful stent assisted coil embolization of an un-ruptured aneurysm located in the left internal carotid artery¿ophthalmic segment. Post-procedure the patient was assessed having a mrs of 0. It was reported that one day post-procedure, the patient experienced headache that was resolved the same day without residual effects. According to the physician, the headache was possibly related to the procedure and stent. However, it is unknown if the headache was related to the implanted coils and access devices (subject device). At the 2 month and 6 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having a nihhs and mrs of 0.